Event description:
International customer reported that the device inflated with air upon reactivation of the device. The event occurred two days after placing the device in service. The device was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 09/19/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finish goods release criteria.